Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: a review of the black box indicated deliveries were interrupted on (B)(6) 2014 from 11:12 to 11:50 and from 18:04 to 18:23 due to reboots. Visual inspection did not find any damage to the battery cap, but a crack was found in the battery compartment. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap attached appropriately to the pump and the pump powered on normally. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. No power issues were duplicated during testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and there were no defects found to the power circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014, the patient experienced elevated blood glucose (bg) of 33.3mmol/l with moderate ketones associated with a power issue with the pump. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted that the pump had lost power. There was reportedly no damage to the battery cap or the pump casing, and the battery cap was able to secure properly to the pump. The patient reportedly discontinued insulin pump therapy. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged keypad button response issue. No medical treatment or health care provider intervention was required. Therefore, there is no healthcare provider information to report.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014, the patient experienced elevated blood glucose (bg) of 33.3mmol/l with moderate ketones associated with a power issue with the pump. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted that the pump had lost power. There was reportedly no damage to the battery cap or the pump casing, and the battery cap was able to secure properly to the pump. The patient reportedly discontinued insulin pump therapy. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged power loss issue.